Event description:
The manufacturer received information in reference to a unit alarmed "ventilator service required" there was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not yet returned to manufacture

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to a unit alarmed "ventilator service required" there was no patient harm or injury reported with this notification. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed.